Event description:
The device delivered several inappropriate therapies due to noise. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.